Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). This report is for unknown - 4.5 mm 90 degree titanium cannulated lc-angled blade plate/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article kheir, e., borse, v., bryant, h., and farndon, m. (2015) the use of the 4.5mm 90 degree titanium cannulated lc-angled blade plate in tibiotalocalcaneal and complex ankle arthrodesis. Foot and ankle surgery, volume 21: 240-244. The purpose of this article is to evaluate the experience of a single surgeon, using the 4.5 mm 90 degree titanium cannulated lc-angled blade plate, highlighting the surgical technique, outcome and complications, to achieve ttc arthrodesis as well as complex ankle arthrodesis, where substantial deformity and bony destruction precluded the use of arthroscopic assisted technique. This study occurred between january 2010 to january 2014. The study included nineteen (19) patients, with a total of sixteen (16) males and three (3) females with a mean age of 58 years (range 26-88). The mean follow-up time was eighteen (18) months (range 9-36). This is report 2 of 2 for (B)(4). This report is for an unknown - 4.5 mm 90 degree titanium cannulated lc-angled blade plate and refers to patient 9 ((B)(6), male) from the ankle arthrodesis group who had implant failure due to non-union and aseptic loosening.

Manufacturer narrative:
Device was used for treatment, not diagnosis. On may 09, 2016, the need for a correction follow up report was identified. The initial medwatch was report had not yet received the third acknowledgement indicating the pass/failure status of this emdr submitted to the FDA, though it had been generated more than 24 hours prior. No follow up report could be submitted until this acknowledgment was received. On june 13, 2016, the third acknowledgment indicating a passed status was received; therefore the follow up report is being submitted at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.